Event description:
It was reported that when the device and reload cartridge were used during a lobectomy procedure, it locked out. Another device was opened to complete the case. There was no consequence to pt.